Manufacturer narrative:
(B)(4).

Event description:
It was reported that a declot procedure was being performed on a graft. The tip separated at the very beginning of the procedure before they hit the power button to fire the device. The tip detached in the vein. The tip was retrieved with a snare. The area was stented. A new unit was used. There was a delay in treatment with no pt harm and no pt death or complications reported.